Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit has error codes messages of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed and machine and proximal pressure sensors failed. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient or the user. Patient's information has been requested.

Manufacturer narrative:
Corrected.

Event description:
The customer reported that the unit has error codes messages of da pcba adc (data aquisition/ printed circuit board assembly/ analog digital converter) failed and machine and proximal pressure sensors failed. The customer stated there was no patient involvement.